Event description:
It was reported that the right ventricular lead experienced p-wave oversensing on the ventricular channel. When originally implanted, the lead was placed on the septal wall with the right ventricular coil near the valve and the lead was programmed to the integrated bipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.